Event description:
Consumer complaint of erratic blood results. Expected fasting blood glucose test result range is 80 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed testing during call on (B)(6) produced results of 180mg/dl and 247mg/dl. Verified storage of test strips is within instructed specification. Test strip and lot manufacturer's expiration date is 05/17/2015 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 221mg/dl; 227mg/dl; 181mg/dl; 223mg/dl; 202mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Expected fasting blood glucose test result range is 80 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 180mg/dl and 247mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 05/17/2015 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.